Event description:
Boston scientific received information that, during follow-up, it was observed this right atrial (ra) lead exhibited pacing impedance measurements greater than 3,000 ohms. The decision was made to reprogram this lead from bipolar to unipolar. There were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that a follow-up was performed. This ra lead still displayed pacing impedance measurements greater than 3,000 ohms. Pacing did not capture at 7.5 volts, and it was not possible to measure the amplitude. There were no changes made to programming.

Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.